Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had unexplained squirting. The customer¿s blood glucose was unknown at the time of incident. The customer also reported that the insulin pump had unexplained no delivery alarm and rainbow effect on screen and also stated that sometimes down button pretty worn and screen scratched on top left corner. The customer also reported that discoloration on back of insulin pump. The insulin pump will not be returned for analysis.